Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 9 bags of the gel in the middle is sticking to him even if he hasn¿t urinated yet.

Manufacturer narrative:
Samples were not received for the investigation. A device history record (DHR) review could not be performed because a lot number was not received with the complaint. The three most recent dhrs and three retained samples were evaluated instead. The results were favorable; no similar issues were found. Based on the available information, we were unable to confirm the reported issue or determine the root cause. Furthermore, no trend exists for the reported issue. At this time, a corrective action is not applicable. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.